Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Also, the insulin pump had corroded motor and vibrator during visual inspection. Analysis was unable to perform operating current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer's blood glucose was 135mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when they went swimming in salt water. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.